Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 595 mg/dl at the time of hospitalization. Customer stated that she was out of breath and her heart was beating really fast. Customer also stated that her insulin pump was alarming low battery and they were unable to remove the battery cap. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the basic occlusion, occlusion and excessive no delivery alarm tests due to prime fill anomaly. Unit had cracked battery tube threads, broken belt clip slot, stripped battery cap coin slot and scratched display window.